Manufacturer narrative:
A lens case was received for lot b00pw0q containing 1 open lens. The parameters of the open lens were measured, and a visual inspection was performed. No visual attributes were observed on the open lens. The lens meets company standards for base curve, center thickness, and diameter. If any further relevant information is received, a supplemental report will be filed. Section h-6: code 10 ¿ testing of actual/suspected device.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 19jul2019, a patient (pt) from (B)(6) called to report waking up on (B)(6) 2019 with blurry vision and ¿whitish appearance of eyes¿ after wearing acuvue® oasys® for astigmatism brand contact lenses (cl) for a month and a half. The pt was wearing the same pair of suspect cls on both eyes (ou) for a month and a half. The pt tried to insert the same pair of suspect cls ou again and the eyes became red and irritated. The pt visited an eye care provider (ecp) on (B)(6) 2019 and was prescribed lubricating eye drops. The pt reported that after the ecp visit, the pt experienced pain ou. On (B)(6) 2019, the pt awoke with discharge ou. The symptoms persisted and the pt visited an emergency hospital on (B)(6) 2019 and was prescribed bactrim every 12 hours for 10 days. The pt returned to the ecp on (B)(6) 2019 for an exam and was told that the eyes were okay. The pt is currently experiencing blurry vision and is not able to see well. The pt has a scheduled return visit to the ecp on (B)(6) 2019. The pt is currently wearing glasses and has not returned to cl wear. The pt reported not having a trial fit for the cls with an ecp. The pt reported a daily wear schedule with monthly replacement. On 23jul2019, an email with multiple attachments was received from the pt: ecp request for pentacam ou and specular microscopy ou exams. Payment receipt for ophthalmic examination dated (B)(6) 2019. Prescription dated (B)(6) 2019, hylocomod/optive/hyabak eye drops, use 1 drop up to every hour until better. "Exam results: ¿papillae: edges: clear and regular in both eyes; coloration: orange rose in both eyes; excavation: 0.4 x 0.4 in both eyes; macula: preserved in both eyes. Vessels: 2/3 ou; retina: applied ou; conclusion: normal for age ou; it is noted that the examination was impaired by corneal opacity; the pt has been in this service since (B)(6) 2019 due to corneal opacities, diffuse in both eyes, likely due to prolonged use of gelatinous contact lens.¿ ecp report dated (B)(6) 2019: "today's eye examination: va (own) right eye (od) 20/30 p; left eye (os) 20/80p; biomicroscopy: calm eyes, centered and trophic pupil, trophic iris, cornea with lower punctates and mainly lower subeptithelial opacities (??) Worse in os, clear conjunctiva, phatic, caf ample srca ou; fundoscopy: physiological excavation, optic disc stained with clear edges, age-appropriate macula with gloss, unchanged vessel, retina applied clear glassy ao; dx: corneal opacities by probable hypoxia in both eyes (ICD h18.8).¿ -image of bottle of cleaning solution ultrasept. No additional information has been received. The suspect cls are available for return but have not yet been received. The pt reported 2 lot #¿s: b00pw0q and b00pd0w. It is unknown which lot # the pt wore in which eye. This report is for the lot # b00pw0q event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00pw0q was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.